Manufacturer narrative:
Physio-control evaluated the device and verified the problem. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly in the failure analysis center and could not reproduce the selftest failure and could not determine root cause.

Event description:
Found during routine testing. Device belongs to physio-control and is used as a customer loaner. The device fails the 3:00 am selftest, illuminates the service light, and logs a fault code related to energy delivery. There was no patient associated with the report.